Manufacturer narrative:
On (B)(4) 2014, while troubleshooting the initial issue of the erroneous platelet test results, the customer identified crimped erythrolyse tubing to the diff (differential) mixing chamber causing diff background failures. There was no failure identified for the flagged erroneous platelet result and the customer stated that it appeared to be sample specific. The apertures were bleached and system performance was verified. A beckman coulter field service engineer was not requested to evaluate the analyzer. The failure mode of the discrepant platelet test results is unknown as the customer could not find an instrument problem. The customer found crimped erythrolyse tubing to the diff mixing chamber causing diff background failures.

Event description:
Customer reported erroneous high platelet test results were recovered for a single sample when using the coulter lh 750 hematology analyzer. The results were determined to be erroneous when compared to results from the same sample rerun on the same instrument. The rerun test results were considered correct. There was no report of erroneous test results reported out of the laboratory associated with this event. There was no death, injury or affect to user or patient treatment.